Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event was perforation. As received, a complete catheter was returned in one piece with attached device. The device was able to be release during the functional test. Visual and x-ray inspections of the catheter did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled implant procedure. After inserting the leadless pacemaker with the delivery catheter through the right ventricle, a pericardial effusion was noted. The epicardial effusion was confirmed via an angiogram. A pericardiocentesis was performed. The patient condition was stable throughout procedure.